Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the instrument could not be assembled. The metal wear and tear on threads were not allowing the product to be put back together safely. No surgical involvement was reported. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 03.010.473, lot #: 9642282, manufacturing site: werk hägendorf, release to warehouse date: 04 dec 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inter-lock screwdriver combined t25/hexa (part #: 03.010.473, lot #: 9642282) was received at us customer quality (cq). Upon visual inspection, the device was disassembled and its tip was stripped. Functional test: during functional assessment, components that were apart (nut inter-lock screwdriver and the sliding bar, sd25/3.5mm hex) were reassembled with the main body. The device was put back together with no issue. No functional assessment was not done since the hexdrive tip was stripped. Can the complaint be replicated with the returned device? The device was able to be re-assembled but it was damaged at the distal tip. Dimensional inspection: no dimensional inspection was performed as it was not relevant to the complaint condition and due to the device assembly and geometry limits ability to accurately dimensionally inspect document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the hexdrive tip was stripped. However, the components of the device were able to be re-assembled. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.